Event description:
On (B)(6) 2015 a patient underwent treatment of a type b thoracic aortic dissection with two conformable gore® tag® thoracic endoprostheses. On (B)(6), the patient underwent a procedure to treat a foreign body in the leg. The surgeon identified this foreign body as an olive tip from the top of a conformable gore® tag® thoracic endoprosthesis. A bypass graft procedure was carried out following retrieval of the olive tip. The patient did well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Results: the imaging evaluation stated the following: images provided include pre-implantation cta. The images provided do not allow for evaluation in relation to the reported event of catheter breakage.

Manufacturer narrative:
This event should have been reported as a serious injury, not malfunction.

Manufacturer narrative:
Results: the foreign body was returned for analysis. The engineering analysis stated the following:the returned device is a leading olive from a conformable gore® tag® thoracic endoprosthesis. The findings from the evaluation are consistent with the physician¿s observations. It cannot be determined from the available information if separation of the leading olive from the catheter was due to actions taken outside of the conformable gore® tag® thoracic endoprosthesis instructions for use. The root causes for leading olive separating from the deliver catheter could not be determined with the currently available information.